Manufacturer narrative:
Additional information : the actual device was not available; however, one (1) companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no leak was observed. The reported condition was not verified. The other seven devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported eight (8) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from tearing at the seal of the bag. The leaks were discovered during compounding or transport an prior to patient use. There was no patient involvement. No additional information is available.